Manufacturer narrative:
(B)(4). Additional information: batch # m53a75. The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure the device was closed and fired. The tissue was thick and radiated. The staples went into the tissue but only a few formed. The surgeon cut the tissue and the staple line fell apart. The surgeon sutured the tissue back together. The procedure was completed with no patient consequence. One device to be returned for analysis.